Manufacturer narrative:
Model number/catalog number: sc-2317-70, serial number: (B)(4), batch/lot number: 5116338 / 5117104, model/catalog description: infinion cx lead kit, 70cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patients ipg incision site opened with pus and blood. The physician believed that the patient was infected. Symptoms of redness and swelling were noted. It was believed that infection was not device or procedure related. The patient was placed on antibiotics and was explanted. The patient was reportedly doing well postoperatively.